Event description:
The customer contact reported spray of fluid with subsequent exposure to the healthcare provider (nurse). It was reported that during disposal of the suction liner into a plastic bin, the stopper dislodged. The nurse's face and right eye were "sprayed" with blood. The nurse's eye was immediately irrigated with 200ml of normal saline. Following the event, the nurse had blood drawn for unspecified lab tests. There were no reported adverse effects to the nurse. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.